Event description:
It was reported, syringe 30 ml, foreign matter-white mucous type substance inside on the plunger. The following was provided by the initial reporter: 30ml syringe newly opened was found to have a white mucous type substance inside on the plunger. After careful inspection found several other unopened 30ml syringes with what appeared to be same substance on them. So far all have been bd 30ml luer lok syringes. Caregiver was drawing up medications for a patient's nerve block and noticed the plunger inside the syringe appeared contaminated, which lead to inspecting and finding several more packaged syringes with same type of contamination. Was there injury? Error occurred but did not reach the individual.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.